Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in the follow up-report.

Event description:
It was reported that during a case, the machine alarmed multiple times for 'etco2 high', 'insp co2 high' and 'fresh gas low or leak' and then alarmed for 'vent fail'. The user reported they were using a jackson-rees breathing circuit. The patient was reportedly ventilated manually to complete the case. There was no patient injury reported.

Manufacturer narrative:
A dispatched fse could not duplicate the reported condition in follow-up of the event; the device passed all tests and is back in use with no new problems reported. The further investigation was based on log file evaluation of the period in question. The patient was a neonate of less than one year of age. The ventilation was unremarkable and stable until the end but after a while the device started to alarm intermittently for elevated etco2 first and later also for high inspiratory co2. No indication for the potential presence of a device malfunction was found. In fact, even the reason for filing an MDR, the reportedly posted ventilator failure alarm, cannot be confirmed. Based on experience the likely explanation is the following: it is essential in ventilation of neonates and infants to have a dead space optimized patient circuit system due to the small volumes that are moved. The sampling line for patient gas measurement is usually at the wye-piece where inspiratory and expiratory limb of the patient circuit system will join to a common patient opening. If, for example, a patient-side filter is in use this dead space may result in an amalgamation of fresh and rebreathed gas in this area. A scattered co2 signal may be the consequence leading to false alarming. Since no information was provided in regard to the type of patient system that had been used this assumption can't be proved. At least can be said with certainty that there is no issue with the device that would require repair or correction.

Event description:
Please refer to initial MFR. Report #9611500-2017-00158.